Event description:
The physician observed an opacification of the implanted intraocualr lens. The pt's visual acuity is not affected and the iol remains implanted. Batch records were reviewed and showed no deviations. A review of the historical complaint database revealed no similar reports for this batch were reviewed. The defnitive cause of this obeservation remains unk.